Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified from an online obituary indicated the patient died in the hospital approximately 4 months post implant of the ICD after a short illness. A cause of death was requested but not received. Additional information was received from the hospital that the patient was discharged to hospice care one day prior to death. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID d334drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID 5076 implantable pacing lead, implanted: (B)(6) 2007; product ID 694958 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
No eval explain code.